Event description:
The patient was revised on (B)(6) 2021 after the primary surgery on (B)(6) 2021 due to dislocation. A humeral cup (36/3) was explanted and a humeral cup (36/6) and a reversed adapter (135/145) were implanted.